Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that three temperature sensing foley catheters had holes or tears.

Event description:
It was reported that three temperature sensing foley catheters had holes or tears. Per follow up on (B)(6) 2021, patient noted holes on the rubber part of the actual catheter and it was noticed prior to use.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A photo sample of a 3 way foley catheter was returned. The catheter was shown to have a hole in the shaft. A potential root cause for this failure could be "operator error or machine malfunction". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to burst. " corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.